Event description:
Respiratory therapist entered patient's room to check ventilator and administer a breathing treatment. The therapist noted that the suction catheter was inserted approximately 4" into the tracheostomy and had broken apart where the catheter attaches to the thumb valve. The plastic sheath was full of air and with every inspiration the catheter was being sucked further into the tracheostomy. There was no harm to the patient.